Manufacturer narrative:
Due to the automated manufacturing execution system (mes), there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, functional testing as well as visual testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information received by the customer that the device prepared according to the instructions for use and continuous flushing was maintained throughout the procedure. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause and the device was not returned, an assignable cause of undeterminable was assigned.

Event description:
It was reported that during aneurysm embolization procedure, the subject coil stretched while deploying inside the target lesion. Physician was unable to remove the subject coil from the patient anatomy. Additional medication was given to the patient due to this event. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event. Additional information received on 17-jan-2023, clarified that the subject coil was also protruding from the aneurysm to the artery.

Event description:
It was reported that during aneurysm embolization procedure, the subject coil stretched while deploying inside the target lesion. Physician was unable to remove the subject coil from the patient anatomy. Additional medication was given to the patient due to this event. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
The device is not available to the manufacturer.